Event description:
Account obtained low ise results for twelve pt samples that were higher when automatically rerun. The incorrect results were not used to guide therapy. The field service representative found a crack in the waste vacuum nozzle and repaired the instrument by replacing the nozzle.